Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer also stated that the infusion set was changed the day prior to the hospitalization, but had been experiencing high blood glucose levels before changing the infusion set. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.